Manufacturer narrative:
Insulin pump was received with failed battery test alarm after battery change due to corroded battery tube. Unable to verify pump error 37 alarm due to failed battery test alarm. Device was received with corroded motor home switch.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had drive count, time values or changes incorrect for moving or coasting and battery fail alert. Customer stated that the they were able to clear the alarm but not able to rewind the insulin pump. Customer tried three times and kept receiving another alarm. Troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.